Event description:
Report rec'd of an overdelivery. The pump was returned to the clinical engineering dept with an unsigned note that stated, "possible overinfusion." There were no adverse pt events reported while the device was in clinical use.